Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) one link extension sets had the female luer separate from the tubing with little force applied to the luer. The incident occurred during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Only one sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, separated components were observed. The reported condition was verified. The cause was not determined. The other four samples were not returned. Should additional relevant information become available, a supplemental report will be submitted.